Event description:
The customer reported that the 7700 system would intermittently not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call.